Event description:
Defective air sensor device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, several air alarms were found but datas are insufficient to confirm the reported event. The device was received at infusystem and its repair was performed by their technical team. Air alarm was triggered on powering the device on which confirms the reported event. The air sensor was replaced and the device performed as expected. The part could not be sent back to brézins for further investigation therefore the origin of the defect could not be confirmed.

Event description:
Defective air sensor.